Manufacturer narrative:
(B)(4). Initial MDR was filed for this incident against the patency capsule under report number 9710107-2016-00018.

Event description:
Physician reported patient undergoing patency capsule procedure on (B)(6) 2015. Kub showed the patency capsule in the middistal sigmoid colon. The physician then decided to move forward with the pillcam sb3 capsule procedure on (B)(6) 2015. On (B)(6) 2016 the patient was seen and a small bowel obstruction was discovered. The patency capsule was retained at the location of the obstruction, not fully dissolved. The pillcam was also retained in the obstructed area. A small bowel reception and laparoscopy were performed to remove capsules.